Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) under general anesthesia and in the prone position, to treat stones on (B)(6) 2023. During the procedure, a perforation in the patient's stomach was observed. It was noted that there was food in the patient's stomach. Therefore, an immediate cessation of the procedure was required. In the physician's assessment, the perforation may be attributed to the rigidity of the scope during its passage into the duodenum. Surgical intervention was required to address the perforation. At the time of this report, the patient's current status remains unknown despite of the good faith efforts.

Manufacturer narrative:
Block h6: impact code e2114 captures the reportable event of perforation. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.